Event description:
Patient was noted to be "desatting" per the phillips monitor. The vocsyn had a black screen that flashed on and off. It began giving breaths to the patient on its own. The fio2 [fraction of inspired oxygen] boosts were being given 8n the 70s and 80s then within one minute it would resolve on it's own and go back to the fio2 of 24%. The machine was taken out of service.